Manufacturer narrative:
This report is submitted on january 10, 2017.

Event description:
Per the clinic, the patient experienced no auditory sensation with device use, resulting in the decision to explant. Subsequently the device was explanted on (B)(6) 2016.

Manufacturer narrative:
This report is filed on february 14, 2017.